Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered for the right ventricular (rv) lead due to high rate non-sustained episodes with oversensing present and increased sic (sensing integrity counter) counts. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited signs of fracture; noise and high impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.